Manufacturer narrative:
Other relevant device(s) are: emitter 9733752, axiem 3 table top. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the system was not tracking any instruments. They went through removing metal and the break out box from the area around the emitter with no resolution. The system did not see the patient tracker in the field at all. They attempted rebooting and reseating the cables with no resolution. The site swapped to an older system for the case. Patient impact at the time of the event was unknown. It was confirmed with the site that the flat panel emitter was upside down so the coils were facing the floor. The system was fine.

Manufacturer narrative:
Additional information was received and has been added. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the system was not tracking any instruments. They went through removing metal and the break out box from the area around the emitter with no resolution. The system did not see the patient tracker in the field at all. They attempted rebooting and reseating the cables with no resolution. The site swapped to an older system for the case. The patient impact at the time of the event was unknown. It was confirmed with the site that the flat panel emitter was upside down so the coils were facing the floor. The system was fine and it was confirmed to be user error. Additional information was received. It was reported that there was no impact to the patient at the time of the event.